Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve in aortic position underwent a valve-in-valve procedure after an implant duration of 6 years and 2 days due to stenosis. The patient presented with shortness of breath. The tavr was successfully performed with a 26mm 9755rsl valve. Patient left the or stable and was taken to recovery.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.